Event description:
I applied this device today at 5:15am and went to bed. I was notified that my glucosehad dropped to below 60. The next moment I received a message the device hasstopped working and wait for up to 3 hours for it to start working again. Luckily it beganworking again in about 20 minutes. The issue is this was a critical time to fail. Thisproduct has become a regular problem for me. I¿m constantly having issues with myDexcom sensors failing or sending damaged ones back to them in entire lots. It seemsto me Dexcom is providing a inferior product the last several months. I do not haveconfidence in their products anymore. / Product details: Dexcom G7.